Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannula has been bent on at least 4 different occasions. Caller alleges no insulin was received during this time requiring hospitalization; treatment received was not provided. No product will be returned for evaluation.